Event description:
In 2005, the lay reporter, the lay pt's family member contacted lifescan alleging that the pt's one touch ultra meter was reading inaccurately low. The medical affairs specialist spoke with the family member in 2005 to obtain/verify information: the pt did not realize the reported meter was set to the incorrect units of measurement. The pt thought the meter was displaying a decimal point in the readings for about 3 weeks; however, he interpreted the readings to be in mg/dl rather than mmol/l. He obtained results such as 7.9 mmol/l (converts to 142 mg/dl) on the reported meter, which he interpreted to be 79 mg/dl. The pt held his insulin for 2 weeks because he believed that his blood glucose readings were low; he experienced fatigue and blurred vision during this time. He went to the hosp due to abnormal liver enzymes tests in 2005. A blood glucose result of 335 mg/dl was obtained on the hosp device. The pt was admitted for follow-up treatment due to his liver transplant and was given insulin to treat his elevated blood glucose level. In 2005, the pt remained hospitalized. The customer care representative (ccr) confirmed that the meter was set to mmol/l instead of mg/dl. The meter had previously been set to the correct units of measurement and the family member denied that the pt recently changed the units of measurement in the meter settings. The meter, test strips, and control solution were replaced.